Manufacturer narrative:
Evaluation: the unit was received dirty and tested as received. It passed all accuracy tests. It did fail emi shield continuity and chassis continuity tests, which were resolved by tightening loose screws when the the unit was sent to repair. The complaint could not be duplicated.

Event description:
Reporter stated that user from facility reported that station 1 of the unit was overfilling the final container. Which was programmed to receive 250ml from a 500ml source container received only 236ml. The unit will be returned for evaluation. Qm follow-up: user stated that this issue has occurred before with different lots of the source solution on both station 1 and station 2 of the unit. No pt involvement was reported.